Event description:
It was reported that during a surgery the housing unsoldered from the handpiece. The housing opening could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed successfully, with no delay, adverse consequences, or medical intervention.